Event description:
It was reported that the pt underwent a sling procedure and vaginal hysterectomy in 2004. Post operatively, the pt developed two vaginal tape erosions. During 12/2004, a right side vaginal tape erosion was noted. Physician tried to medically manage but ultimately performed an excision of approximately 1cm of the tape during an office procedure. During 04/2005, a left lateral vaginal tape erosion was noted. The physician excised a piece of the tape from the left side.